Manufacturer narrative:
Follow-up #2 date of submission 03/16/2016. Device analysis: the previous product analysis report of a u39 component failure was reported in error. The following correction was made to the product analysis findings: during testing, the pump was powered on and immediately emitted a cs 069 call service alarm; the complaint was duplicated. The pump casing was removed, and no intermittent conditions were found on the printed circuit board. Further analysis revealed a failure of the eeprom (erasable programmable read only memory).

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/22/2015 with the following findings: the pump¿s black box data could not be reviewed due to an eeprom memory issue. The pump alarmed for a call service (069) alarm. A discrete electrical component failure was observed.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.